Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the provided pictures showed leakage between the luer lock of the return line of the oxiris set and the luer lock of the thermax. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Oxiris s has been temporarily approved for use in the us under emergency use authorization (B)(4) with a specific indication to treat patients with covid-19 infection.

Event description:
It was reported that two to three hours after starting treatment with one unit of an oxiris s, an external blood leak was observed. The leak was further specified as "on the connection side between the oxiris post filter side and thermax warmer bag". There was no report of patient injury or medical intervention associated with this event. No additional information is available.